Manufacturer narrative:
Patient date of birth, gender and weight are not available for reporting. Additional product code used hrs and hwc. (B)(4). Device is not expected to be returned for manufacturer review/investigation. (B)(4) used to capture additional medical/surgical intervention required. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2016, patient underwent revision surgery to remove implants due to infection. A 4.5mm variable angle locking compression (va-lcp) condylar plate and nine (9) unknown screws were removed fully intact from a patient. The original fracture was completely healed, but the implants were removed due to the patient having an infection for unknown causes. There was no delay in the revision surgery. This report is for one (1) locking compression plate. This is report 1 of 2 for (B)(4).